Event description:
On 02/17/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
Analysis of the returned device was completed on 3/25/2024. The results are below: the event log was reviewed, and it was confirmed that an abrupt power off without any alert or alarm took place during an infusion. This can be seen by the back to back log_event_on without a log_event_off between it. During functional testing, the reported problem was duplicated. During an 100 ml infusion, the pump powered off right away without an alarm or alert on the pump. The battery was replaced, battery reset was completed, and a new 100 ml infusion ran until completion without another power off taking place. The root cause for the failure is a depleted battery.